Manufacturer narrative:
A knee limit switch was ordered for the account. Repairs have not been completed.

Event description:
Information received indicates when the knee up switch was pressed the knee would run up a few inches and would stop and then run back down after letting off of the knee up switch.